Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester could not see clearly through the vasoview hemopro tip. A new kit was used to complete the procedure. There were no pt effects. The lot number was not provided. The product is returned.